Event description:
Report rec'd from an abbott int'l affiliate of an out of box tubing separation. The report reads: "the tube slipped out of the cartridge." Upon further query it was noted that the tubing separated from the distal end of the cartridge. The tubing was unopened and unused. There was no pt involvement. Though requested, there was no further info available.